Event description:
The following was published in heart rhythm, 2026;23:645¿653. "Comparison of far field and peak frequency electrogram characteristics at the earliest activation sites during idiopathic ventricular arrhythmias: a novel index to predict ablation success"; takuro nishimura, md. A retrospective analysis was conducted on 111 ventricular arrhythmias from 104 patients. Egms at the earliest activation site, detected using high-density activation maps, were analyzed to assess the association with a successful elimination after a single radiofrequency delivery. Two patients developed pericardial effusion requiring pericardiocentesis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.